Event description:
Additional information from the patient indicated that they already had an impediment, so it wasn't working well to begin with. The patient stated they had no change in activity; the device just doesn't work. They can't use it due to the zapping in their back. The patient added that when they get zapped, their legs give out on them. The manufacturing representative told them to turn off the device, and gave the patient new programs. The issue has not been resolved, and the patient is in a lot of pain.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Incorrect initial reported in section e. Corrected to correct initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 product type lead section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported patient needs reprogramming. Caller reported the stimulator is no longer effective in managing their pain. Caller re ported patient also indicated the device is no longer working. Caller reported patient has an appointment scheduled with their healthcare provider (hcp) on september 18 and is requesting a rep be present. Transfer to nas. Patient reported that the cause of the implantable neurostimulator (ins) not working was not known and they have a meeting on sept 18th with healthcare provider (hcp) to resolve the issue. Additional information was received from patient (pt) who reported the implantable neurostimulator (ins) is not working as it once did and it is zapping them every minute. They reported the cause of this was because the leads are "fried." They reported the issue has not been resolved and they need a new implantable neurostimulator (ins).